Event description:
Implant date: 1990. Revision surgery in 1990 to tighten construct. Surgery in 1990 due to possible infection. X-rays taken in 1991 indicate solid fusion. Not reported to have been explanted.